Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80684. H10: the device history record could not be performed as the lot number is unknown. The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged limb detachment, perforation of the ivc, filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g3,h6(method, conclusion). H11: b5,d1,g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown vena cava filter allegedly experienced difficult to remove, malposition of device, detachment of device or device component and perforation. This report was received from a single source. This malfunction did involve patient with no patient consequences. The 25 year old male patient is 63 kgs.

Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged limb detachment, perforation of the ivc, filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown vena cava filter allegedly difficult to remove, malposition of device, detachment of device or device component and patient device interaction problem. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.